Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 1 month. A portion of the percutaneous lead (driveline), approximately 17.5 inches long that was removed during the repair was returned to the manufacturer for evaluation. The reported low speed operations and pump stoppage events were confirmed per the evaluation of the submitted log file. Driveline damage was suspected; however, the suspected driveline damage could not be confirmed. The silicone jacket had longitudinal cuts that appeared to have been caused during the driveline evaluation. However, no further wear and tear damage was identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer or metal shielding was observed. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was in clinic and the lvad clinician requested immediate review of a log file. The patient was asymptomatic. A log file reviewed by the manufacturer¿s technical service representative confirmed multiple pump stoppage events and speed drop events greater than 200 rpms below the low speed limit. On (B)(6) 2017 a distal end percutaneous lead (driveline) replacement was completed. The patient was stable with no alarms on a grounded power module patient cable after the replacement, and was discharged home on (B)(6) 2017. On (B)(6) 2017, the lvad clinician reported that the lvad system had been producing low speed alarms. The patient reported feeling lightheaded and dizzy and had contacted the lvad clinician on call and was instructed to utilize battery power. The alarms resolved. Interrogation of the system controller revealed several low speed alarms and pump stoppage events from 3:03am to 3:05 am. An ungrounded power module patient cable was utilized, and no additional alarms were reported. No additional information was provided.